Event description:
Patient came in with a descending thoracic rupture in the middle of the night. Cardio-thoracic surgeon and interventional radiologist team placed another manufacturer's tag device and did not have appropriate pieces to extend distally to achieve appropriate seal. They decided to place a renu cuff within the tag device to extend distally. The device was deployed in proper sequence and the top cap would not move to deploy the suprarenal stent. They continued trying for quite a while and the graft began moving with top cap while the grey positioner remained stationary. Finally, they advanced the top cap enough to squeeze a balloon between the struts and expanded to hold the graft in place while they continued to deploy the suprarenal stent. It finally landed very low after deployment.

Manufacturer narrative:
Evaluation: each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no product nor images returned to assist in this investigation. An internal clinical review indicated that the event was due to "off-label" use. The area of placement may have been a contributing factor that prevented the top cap from being easily removed. However, we will continue to monitor for similar events.